Manufacturer narrative:
Correction. D4 - lot number identified. D9 - product not available.

Event description:
It was reported the distractor became fractured during the distraction phase. It was removed and replaced.